Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while performing gastrojejunostomy, there were open staples and an incomplete staple line distally. Another reload was used to fix the staple line and complete the case. There was no patient injury.